Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was treated with reflin injection 1 gm/14days and tobramycin injection 80mg/14days. It was reported the patient was not hospitalized for the event. The cause of the peritonitis was reported to be from the patient using an expired product bag. At the time of this report the patient had recovered from the peritonitis event. No additional information is available.